Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg was replaced and that the patient was doing well postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
Sc-1132 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. All impedance measurements were within the expected range on all ports. However, a labeling review found that the reported events are known risks associated with the use of an implantable pulse generator as part of a system to deliver spinal cord stimulation.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg was replaced and that the patient was doing well postoperatively. The explanted ipg was not returned.